Manufacturer narrative:
No electrodes were returned to olympus for evaluation. One of three electrodes will be returned to olympus for investigation, as two electrodes were discarded following the procedure. Based on similar reported complaints the most probable cause of the reported event are as follows: the electrical output settings on the generator are too high, the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, and the loop wire comes in contact with metal.

Event description:
Olympus was informed that at the beginning of a hysterectomy procedure, the physician was performing resection when three electrode loops were fractured and fell into the patient. All device fragments were retrieved via forceps. There was no bleeding to the patient. No sparking/smoke was observed prior to the reported incidents. The settings on the generator was cut 100/ 100 coag. The intended procedure was completed using an unspecified device. In addition, the device was inspected prior to procedure but no abnormalities were noted. Two of three.